Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the actuator is advanced forward of t2. The needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a meniscal procedure, it was reported that the second t could not be deployed. The trigger was able to be fully advanced. The first t was able to be deployed and it was removed from the patient. This was a medial repair of the red area of the meniscus using a contralateral approach. A back-up device was used to complete the procedure and the patient was okay post-procedure. The surgeon was confident no debris remained in the patient.